Event description:
Initial reporter indicated that they were unable to establish communication with a pt's vns generator. The programming system was ruled out as a cause of the event. The pt had their generator replaced for suspected end of battery life and good faith attempts will be made for product return for analysis. An end of life battery condition is suspected as reported the pt did not feel their magnet activations as they usually do. No programming history is available to calculate end of the battery life for this pt's generator.